Event description:
Information was received indicating that during use of this smiths medical cadd legacy1 pump, the pump exhibited no disposable pump won't run alarm with air bubbles in line. No patient injury reported.